Event description:
Customer reported a past low blood glucose event with the lowest level recorded at 27 mg/dl. No specific cause for the low blood glucose was identified, and the event did not occur earlier in the day before contacting support. The customer chose not to pursue further troubleshooting discussions, and no additional corrective actions were taken or reported.